Event description:
The rptr indicated that the device was explanted because the appearance of the electrode under the skin did not appear to be normal, the pt had not benefited from the device, and the pt did not feel the stimulation. When the lead was explanted, blood was found in a segment of the lead, which may indicate that the lead was fractured. Additionally, the cable adjacent to the electrodes was not anchored.